Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via call that the customer had experienced high blood glucose level 500 mg/dl. It was reported that they changed the set and during priming got a compromised forced sensor system. Customer reported cycle failure alarm. It was reported that the force sensor is no longer detecting reservoir during seating. The device will not returned for analysis.